Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt distribution node (dn) pca board was damaged and caused the intermittent service code 204. The root cause for the damaged pca board was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable).